Event description:
Customer runs troponin-I ultra in duplicate. Discordant troponin-I ultra result of 0.00 and 0.145 was obtained on a patient sample with a mean of 0.73. The result of 0.73 was reported to the physician. The sample was retested and the results of 0.00 and 0.00 were obtained. The corrected report was sent to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant troponin-I ultra result.

Manufacturer narrative:
No further evaluation of the device is required. A siemens field service engineer (fse) was sent to the customer site. Fse went in and looked at the system and found that the wash 1 and base reservoirs were leaking. Replaced tubing, sample syringe, and probe 1 and performed total service call. Fse performed precision sample probe shutter offline, cleaned shutter, and reseated sensors. The instrument is performing within specifications.